Manufacturer narrative:
The reported condition of no flow was not confirmed or duplicated; therefore an assignable cause could not be determined. The batch review was performed and no deviations were found. Should additional information become available, a follow up medwatch will be available. (B)(4).

Event description:
Customer reports experiencing a no flow. The reported condition occurred during priming. The nurse squeezed the bag per label copy to initiate flow. The nurse inverted and taped the check valve per label copy. The drip chamber was half full. No patient injury or medical intervention occurred. No additional information is available.